Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a right ventricular (rv) lead was explanted due to high out of range shock impedance measurements above 200 ohms, calcification was suspected. Another rv lead was successfully implanted. No additional adverse patient effects were reported.